Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was 14.2 mmol/l. The customer stated that the device was not exposed to high magnetic field. The customer did not received motor position encoder error in alarm history. The customer use sensor feature of the pump. The customer was advised the alarm could be caused by viewing the sensor graph while pump is delivering a bolus. The customer's stated that this is the third time the motor error happened. The customer was advised that the device will be returned and replaced with a replacement pump.